Manufacturer narrative:
The jeti peripheral thrombectomy system is intended to remove/aspirate fluid and break-up soft emboli and thrombus from the peripheral vasculature and to sub selectively infuse/deliver diagnostics or therapeutics with or without vessel occlusion. This particular procedure involved intervention into the inferior vena cava, which is not an approved indication for this device. Additional information was requested to the user facility, but no further details could be provided. The jeti peripheral thrombectomy system operated as intended with no device malfunction.

Event description:
An adverse event occurred after using the jeti peripheral thrombectomy system in (B)(6) USA. When the occlusion could not be completely removed within the inferior vena cava of the patient, an alternative device (argon cleaner) was utilized and the patient entered bradycardia approximately 10 minutes into the alternative procedure.